Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a damaged lead. Upon inspection of the lead before implanting, there was what looked like damage to the lead. It looked like a small thread of the plastic coating just under the electrodes was sticking out perpendicular to the rest of the lead. No factors were reported to have led or contributed to the issue. No diagnostics or troubleshooting was performed other than a visual check of the lead. There was no resolution other than opening a new lead for the trial. The issue was resolved at the time of the report. There was no patient involved with the event.